Event description:
It was reported by pt letter that the pt had a right hip replacement on (B)(6) 2007. "The hip still hurts and sometimes I wake up because it is so painful." The pt is asking for monetary reimbursement.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time due to the ongoing litigation. Should additional info become available, the eval summary will be submitted in a supplemental report.